Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being recently hospitalized due to a low blood glucose level. Customer reported that the low blood glucose level occurred due to bolusing and taking too long to eat. Paramedics were called to treat the customer and confirmed that customer's blood glucose level was 36 mg/dl. Customer stated that he lost consciousness. Customer also reported that the insulin pump recently returned a no delivery alarm. Blood glucose level at the time of the no delivery alarm was 160 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.